Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and was able to reproduce the issue. The fse stated that in the pneumatic system test, it was found that an empty sensor led is in off condition. The fse then tried to adjust the full sensor but the problem was still not solved. The fse then found a leakage at the drain connected tube and he cut the tube drain port and reconnected drain port. The he tried to adjust full sensor and empty sensor light turns on. Then the fse ran all functional and safety tests per factor specifications. The unit passed all tests performed and was returned to the customer in working condition.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.